Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, section h6 patient codes and h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 147 ohms. Upon review, it was noted that this shock impedance measurements were gradually rising over last 12 months. Technical services (ts) recommended commanded shock options. This rv lead remains in service. No adverse patient effects were reported. Additional information received from boston scientific representative stated that commanded max shock was performed, and the impedances were at 90 ohms. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 147 ohms. Upon review, it was noted that this shock impedance measurements were gradually rising over last 12 months. Technical services (ts) recommended commanded shock options. This rv lead remains in service. No adverse patient effects were reported.